Event description:
The physician successfully implanted a 2.75 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent in a patient. Post use, it was noted that the product was used approximately 22 days beyond its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (IFU instructs the user to use before ubd).